Manufacturer narrative:
A visual evaluation found that the c-flex tubing had been torn in two and only the distal remnant including the tubing and the blue dilating tip were returned for evaluation. The c-flex tubing was found to be torn jaggedly from the proximal end of the dilating tip. The tubing was also found to be slightly stretched and necked down near the tear. The condition of the returned unit was consistent with the complaint incident that the c-flex tubing had detached. During the evaluation the c-flex tubing was found to be torn apart. It is most likely that during placement the patient's anatomy caused resistance to the delivery system, which caused the c-flex tubing to stretch and tear. Therefore, the most probable root cause is operational context. A device history record was performed and revealed no related issues to this complaint. A lot history search was performed and found no other complaints against lot number 12351479. (B)(4).

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during procedure outside the patient, the catheter of the one step button pull assembly became detached when the physician withdrew the device. The detachment occurred outside of the patient. Nothing fell into the patient's stomach. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. The procedure was completed with a new one step button initial placement gastrostomy kit.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during procedure outside the patient, the catheter of the one step button pull assembly became detached when the physician withdrew the device. The detachment occurred outside of the patient. Nothing fell into the patient's stomach. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. The procedure was completed with a new one step button initial placement gastrostomy kit.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).